Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on 08-nov-2016 which refers to an adult female consumer had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. The post-procedure period has been marked by increasingly severe pain and discomfort, including chronic joint pain, chronic back pain, abdominal pain, and excessive weight gain. She never experienced any of these conditions prior to undergoing the essure procedure. The consumer subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. In (B)(6) 2013, she underwent surgery to remove her essure coils. Consumer was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/ abdominal pain. Plaintiff underwent a surgery to remove her essure coils, about three years after insertion. Abdominal pain is anticipated in the reference safety information for essure. Given the plausible temporal relationship and the lack of alternative explanation, the event was considered related to essure. This case was regarded as incident as a surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly severe discomfort"), arthralgia ("chronic joint pain"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), peripheral swelling ("feet swell up"), hypertension ("blood pressure high") and fluid retention ("fluid retention"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, discomfort, arthralgia and abnormal weight gain outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered abdominal pain, abnormal weight gain, arthralgia, back pain, discomfort, fluid retention, hypertension and peripheral swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: feet swell up, blood pressure high, fluid retention. Most recent follow-up information incorporated above includes: on 31-jan-2020: content from social media received. Events feet swell up, blood pressure high, fluid retention were added. Outcome for feet swell up, blood pressure high, fluid retention were resolved. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/abdominal pain') in an adult female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly severe discomfort"), arthralgia ("chronic joint pain"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), peripheral swelling ("feet swell up"), hypertension ("blood pressure high"), fluid retention ("fluid retention"), pelvic pain ("pelvic pain"), uterine haemorrhage ("abnonormal uterine bleeding"), stress urinary incontinence ("stress incontinence"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (lavh (laparoscopic assisted. Vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, discomfort, arthralgia, abnormal weight gain, pelvic pain, uterine haemorrhage, stress urinary incontinence, menorrhagia and dysmenorrhoea outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered abdominal pain, abnormal weight gain, arthralgia, back pain, discomfort, dysmenorrhoea, fluid retention, hypertension, menorrhagia, pelvic pain, peripheral swelling, stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2014 discrepancy noted in essure insertion date: as per mr (B)(6) 2010. No. Of coils: the right cornua had 2 visible coils and the left cornua had 2 visible coils. Concerning the injuries reported in this case, the following ones were reported via social media: feet swell up, blood pressure high, fluid retention. Most recent follow-up information incorporated above includes: on 18-mar-2021: mr received. Reporter information , lot no, events menorrhagia, pelvic pain, dysmenorrhea,stress incontinence, abnonormal uterine bleeding. Added. Date explanted and rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("increasingly severe pain/abdominal pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly severe discomfort"), arthralgia ("chronic joint pain"), abnormal weight gain ("excessive weight gain") and back pain ("chronic back pain"). The patient was treated with surgery. Essure was removed in (B)(6) 2013. At the time of the report, the abdominal pain, discomfort, arthralgia and abnormal weight gain outcome was unknown. The reporter considered abdominal pain, abnormal weight gain, arthralgia, back pain and discomfort to be related to essure. Most recent follow-up information incorporated above includes: on 31-jul-2017: final report ticked and evaluation codes added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain/abdominal pain') in an adult female patient who had essure (batch no. 709953) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly severe discomfort"), arthralgia ("chronic joint pain"), abnormal weight gain ("excessive weight gain"), back pain ("chronic back pain"), peripheral swelling ("feet swell up"), hypertension ("blood pressure high"), fluid retention ("fluid retention"), pelvic pain ("pelvic pain"), uterine haemorrhage ("abnonormal uterine bleeding"), stress urinary incontinence ("stress incontinence"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (lavh (laparoscopic assisted. Vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain, discomfort, arthralgia, abnormal weight gain, pelvic pain, uterine haemorrhage, stress urinary incontinence, menorrhagia and dysmenorrhoea outcome was unknown and the peripheral swelling, hypertension and fluid retention had resolved. The reporter considered abdominal pain, abnormal weight gain, arthralgia, back pain, discomfort, dysmenorrhoea, fluid retention, hypertension, menorrhagia, pelvic pain, peripheral swelling, stress urinary incontinence and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure removal date- (B)(6) 2014 discrepancy noted in essure insertion date: as per mr (B)(6) 2010. No. Of coils: the right cornua had 2 visible coils and the left cornua had 2 visible coils concerning the injuries reported in this case, the following ones were reported via social media: feet swell up, blood pressure high, fluid retention lot number: 709953, manufacturing date: 2010/01, expiration date: 2013/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.